Event description:
Wire would not load, new device utilized without problems. No harm to patient. Sheath size 5fr. Rcf (radial-cephalic arteriovenous fistula) vein. No angiogram or ultrasound used for access. No documented hx (history) of pvd (peripheral vascular disease). No calcium present. No documented hx of prior arteriotomies. No anticoagulation medication. Another proglide used for hemostasis. No adverse event to patient.